Manufacturer narrative:
Device received with detached end cap. Unable to perform any testing including the displacement due to complete broken reservoir tube lip. Device received with loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped and it was broken. The customer's blood glucose value was unknown at the time of incident. Customer confirmed that the drive support side was open and cracked after the drop. Customer was advised to stop using the insulin pump and refer back to the backup plan as per healthcare professional. The insulin pump will be returned for analysis.